Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The user's blood glucose level was less than 240 mg/dl. Reportedly, all the supplies were changed and insulin delivery was resumed.